Event description:
Leica biosystems received a complaint that tissue in 20 blocks was dry and "floating off slides" following sub-optimal tissue processing. On (B)(6) 2017, leica biosystems received information that tissue from two (2) cases was not diagnosable. On (B)(6) 2017, leica biosystems was advised that the undiagnosable tissue samples were derived from (B)(6) male patients and that re-biopsy of one (1) patient had been performed. Refer to importer report numbers 1423337-2017-00004 and 1423337-2017-00005 for the two patients involved.